Manufacturer narrative:
Although the subject device was not returned, the company conducted a complaint investigation. In addition, a company field representative was present at the case. The complaint investigation determined that the navslim was communicating successfully from the time it was discovered that separation had occurred to the time it was replaced with a new navslim. Even though the company was not able to establish a connection between the separation of the navslim and the excess tissue removal, the company is submitting this MDR in an abundance of caution to ensure full compliance with 21 cfr part 803.

Event description:
During a case using the envisio¿ navigation system, it was reported that the navslim component became separated from the electrocautery tool. A new navslim was connected. This event coincided with excess tissue removal from the patient.